Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The reportable malfunction ''power does not turn on'', was identified by an olympus service engineer during checking of equipment at an olympus facility prior to sending loaner equipment to a customer. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus service engineer reported, the high definition lcd monitor cannot power on. The issue was found checking loaner equipment at an olympus facility prior to sending to a customer. There was no patient involvement.